Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient experienced unexpected low blood glucose levels as the omnipod 5 system continued to deliver small amounts of insulin (0.05 units). The patient blood glucose level was 4.7 mmol/l-4.8 mmol/l (85mg/dl-86 mg/dl). It was stated the patient experienced shakiness as a symptom. As treatment, the patient ingested glucose tablets.

Manufacturer narrative:
The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Review of the android log files found no evidence of an overdelivery of insulin. Review of the patient history buffer (phb) audit log files found that the system was used primarily in automated mode and the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. The automated algorithm appropriately reduced and stopped delivery of microboluses as estimated glucose values decreased towards and below the user's target, and resumed delivery of microboluses as estimated glucose values began increasing again, even while estimated glucose values were still below the user's target. No instances of the user's estimated glucose values decreasing below 60 mg/dl were observed in the phb audit log files. No evidence of the automated algorithm overdelivering insulin was observed in the available log files.